Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device had a loose connection to the infusion tube and could not be tightened. The following information was provided by the initial reporter, translated from "(B)(6) 2021, when the nurse replaced the separation membrane for the patient¿s maintenance of the PICC tube, it was found that the spiral interface of the separation membrane was loose when connected to the infusion tube and could not be tightened. The separation membrane was immediately replaced with a new needleless closed infusion connector for the patient¿s use, no effect the patient's condition".